Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging their implantable pulse generator (ipg). The physician palpated the ipg pocket site, and felt the lead extensions were twisted in the pocket. The patient stated they sleep on their left side and could feel the ipg moving in her chest. The patient underwent a revision procedure wherein the ipg and extension were untangled and placed back in the patient. Additional information received that the patient did well postoperatively and could charge routinely with no issue.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging their implantable pulse generator (ipg). The physician palpated the ipg pocket site, and felt the lead extensions were twisted in the pocket. The patient stated they sleep on their left side and could feel the ipg moving in her chest. The patient underwent a revision procedure wherein the ipg and extension were untangled and placed back in the patient.